Event description:
It was reported that the patient experienced atrial tachycardia and fibrillation episodes due to competitive atrial pacing (cap). No changes or intervention was performed. There were no patient consequences.

Event description:
New information received notes that cap and inappropriate mode switch reoccurred. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.